Manufacturer narrative:
Event date is approximate. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient dropped their settings low because of hip and implant site pain, like a bruise, a couple months before the report. The patient reported in the last few days they had pain when sitting, not really when touching it, like a pinching discomfort. The patient was concerned about having an infection. The patient stated they had been having zero back pain since implant, except the day of the call they were having some pain. The patient noted they had been laying tile on the kitchen floor, and was not sure if it was related. The patient reported the programmer showed a screen with a hand pointing to a circle with a lightning bolt the day of the call. The patient noted replacing the batteries and go the same thing. The patient was wanting to increase settings because of feeling back pain. During the call, the patient stated the implant site hurt when placing the antenna on the implant. Wh en advised to see a doctor first, the patient stated that they wanted to try the programmer now. The patient was seeing the poor communication screen, and did not see the lightning bolt. The patient was able to turn the ins on and increase stimulation. The patient was redirected to their healthcare provider. The patient also noted that the implant had stopped their irritable bowel syndrome. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.